Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The manufacturer's field service engineer (fse) provided the customer with a replacement user interface (ui) liquid crystal display (lcd). The customer confirmed that the fse replaced the user interface lcd and successfully repaired the unit. After the repairs were completed the unit passed all required performance verification tests. The ui was return for analysis. An investigation was performed and the user interface (gui) was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.